Event description:
A surgeon reported a pt experiencing blurred vision at near and distance, double vision, glare and halos following bilateral intraocular lens (iol) implant surgery. The surgeon reported he did not feel the issue was related to the iol. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/18/2009, 05/26/2009 and 06/09/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/12/2009.